Event description:
The customer tested his blood glucose using his contour meter and received a reading of 146 mg/dl. He retested using another meter and received a reading of 79 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed a control test during the call and the result fell within the normal control range. No product will be returned.